Event description:
It was reported that during a vascular stent deployment in the sfa, the vascular stent prematurely deployed in the common femoral artery. The vascular surgeon completed the deployment; however, upon completing the deployment, the vascular stent fractured. The remaining portion of the vascular stent and delivery system were exchanged over the wire for a new vascular stent that deployed successfully in the sfa. Two additional vascular stents were deployed to cover the entire sfa through the common femoral artery. There is no reported pt injury.

Manufacturer narrative:
The lot history has been provided and the device history records are being reviewed. The investigation is currently underway.